Manufacturer narrative:
The unit passed the displacement test and rewind test. The pump alarmed with a compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The following physical damage was also noted: minor scratches on the lcd window, cracked reservoir tube lip, and scratches on the reservoir tube window and battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident was 168 mg/dl. Insulin had squirted out of the tubing. Troubleshooting was initiated for the rewind and prime issue. The customer confirmed that insulin continued to drip from the tubing after the motor stopped. The drive support cap was found to be sticking out of the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.